Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient experienced weakness in her right leg following the implant of a drg system. The patient stated her leg had "collapsed" three times. The physician observed weakness to the right leg and plans to observe the issue and follow-up with the patient as the next course of action.

Event description:
Additional information was received which indicated the patient's right leg weakness has greatly improved and continues to get better.